Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day after a new implant procedure pacing failure was seen when it comes to this right ventricular (rv) lead as well as an increase in pacing thresholds. The outputs was reprogrammed and the system was being monitored. The next day pacing failure was once again noted and a perforation was suspected due to pacing failure being seen at maximum outputs in the unipolar configuration. No issues were noted on the echocardiography and the patient did not have symptoms of cardiac tamponade. A rv lead repositioning procedure was performed and the lead was repositioned successfully. A follow up was performed the next x-ray and no issues were seen. No additional adverse patient effects were reported. Additional information noted that no asystole for greater than two seconds was noted, and the perforation was not noted visually or on the echocardiogram, however the physician suspected a perforation due to the loss of capture noted in the unipolar and bipolar configuration.